Manufacturer narrative:
A specific root cause could not be determined based on the provided information. All tsh values were found within the normal reference range for the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient´s medical history, clinical examinations and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) on an e601 analyzer. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft3 and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample initially resulted as 0.84 uiu/ml for tsh, 4.7 pg/ml for ft3, and 2.08 ng/dl for ft4 when tested on the e601 analyzer. It was stated that these results were reproducible, so these initial results were reported outside of the laboratory. The repeat measurements performed on the e601 analyzer were not provided. The sample was repeated using the fujirebio test method, where it resulted as 1.45 uiu/ml for tsh, 2.6 pg/ml for ft3, and 1.14 ng/dl for ft4. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.